Event description:
It was reported by service report that the stretcher brakes would not lock. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: clevis pin, rue cotter pin.